Event description:
It was reported that during a da vinci-assisted surgical procedure, during the harmonic ace (ha) use, the generator displayed an alarm that the ha instrument tip was over stressed. The customer used a backup ha instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. The blade broke during in-house testing. Additional observation found teflon pad damage on the clamp arm. A missing piece, measuring approximately 0.079" x 0.026" in size, was not returned with the instrument. The complaint was confirmed by failure analysis.